Manufacturer narrative:
H3, h6: the device was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include criteria of the wound, application technique, or patient sensitivity to the product. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was bedridden for a long time, the hip skin was thin, and there was a risk of bedsore. Transparent dressing was given to cover the local area to prevent bedsore. After about 10 hours of use, the patient complained of itch. It was found red and macular papules. Ketoconazole was applied locally. The rash disappeared about 1 day later. No patient harm reported.